Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pacemaker and leads were being explanted due to infection. The device was programmed to asynchronous pacing with voo programming. Pacing inhibition was observed during cautery use near the leads and device. The device was then programmed to electrocautery mode which resolved the issue. Boston scientific technical services (ts) explained that if a device detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients. Attempts for additional information were made, however, nothing further was available.